Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking. The customer blood glucose level was unknown. Customer stated that the buttons were pressed more than 3 times. The act button and bolus buttons were the ones that they used the most. Customer stated that they got low battery alert and bad battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.